Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 45 mg/dl. Cause lof low bg was unknown, however upon review it was found the customer had delivered multiple boluses which subsequently decreased bg. Customer consumed carbohydrates to address bg.